Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a tiny chips and peeling cement on the objective lens and big chip and peeling cement on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. No customer allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in the forceps elevator lever and forceps elevator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.